Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: UDI is still under verification and will be provided in the follow up report.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while using this c6 on a patient, the screen displayed technical event: (B)(4) and an alarm went off. Because of this, the hospital staff had no choice but to give up the use of this c6.